Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that stimulation location changed after the patient fell sometime in (B)(6) 2016. X-rays showed lead migration on one side. Reprogramming was done, but stimulation was not able to cover in the left side of the neck as well. No impedances were out of range. The issue was resolved at the time of the report. The device was indicated for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.